Manufacturer narrative:
Visual examination of the returned passport balloon dilatation catheter revealed that the shaft of the device identified no kinks or damage. The balloon material was examined microscopically and identified that the balloon had been inflated and was not refolded. There was a large build-up of solidified contrast media present inside the balloon. The flexi tip section of the device was severely stretched, which is a type of damage consistent with excessive force being applied to the tip section of the device. Therefore, the condition of the returned device confirms the reported event of catheter tip bent. Based on all gathered information, the most probable root cause classification is handling damage.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was prepared for use in a ureter dilatation procedure on (B)(6) 2015. According to the complainant, after unpacking, the distal tip of the catheter was noted to be bent. The procedure was completed with another passport balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was prepared for use in a ureter dilatation procedure on (B)(6) 2015. According to the complainant, after unpacking, the distal tip of the catheter was noted to be bent. The procedure was completed with another passport balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.